Event description:
A durable medical equipment (dme) supplier reported that a (B)(6) apnea monitor failed to alarm during an apneic and cyanotic patient event. The date of the alleged event was on (B)(6) 2011, and the exact time is unknown. The dme stated that the caregiver reported that the "baby was turning blue in the crib after the mom took the baby off of oxygen." The fire department was called and arrived to treat the infant. The baby did not stop breathing but it was noticed that the baby experienced oxygen desaturation. The baby was subsequently taken to the hospital. The dme stated that the status of the baby is not known at this time.

Manufacturer narrative:
The device and the patient download have not been returned to the manufacturer for evaluation after repeated attempts by the manufacturer to obtain the device from the dme. The smartmonitor 2 device is not intended to be used to monitor patients for cyanosis and has no capability to do so. The smartmonitor 2 parents' guide (pn (B)(4)) states in the indications for use: "the smartmonitor 2 is intended for use in continuous monitoring of heart rate and respiration of infant patients in a home, hospital or portable environment. Its primary function is detection of central apnea. Its secondary function is measurement of heart rate." A follow-up report will be filed when the device and patient download has been returned and an investigation is completed by the manufacturer.